Event description:
Rn started nipride drip at 2210 (bp: 216/106). 2218 patient found unresponsive, medical emergency team (met) call called, patient's bp down to 63/41. According to pump, nipride drip set at 0.5 mcg/kg/hr, 14.3 ml/hr. According to pump, patient only received 1ml of drip, when looking at bag; patient had clearly received over half of the bag. Withdrew remaining amount of medication to measure, and patient had received 178.5 ml total.